Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the cataract surgery, ophthalmic system has no phaco energy when depressing foot pedal and tried swapping foot pedal. The issue was not resolved. Patient and procedure details were not reported. No patient harm was reported.

Manufacturer narrative:
The company representative was able to confirm the reported event. Debris was stuck under the treadle. The debris was removed, and the system worked fine (no parts were replaced). The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to debris being stuck under the treadle of the footswitch. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).